Manufacturer narrative:
A2. Reported patient age is the mean age for all patients included in the article study group. A3a. Reported patient sex is representative of the majority of patients included in the article study group. B3. Reported event date is the date the article was published online. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rodriguez caamaño, I., remollo, s., terceño, m., blanco, a., bashir, s., castaño, c. (2024). Y stent-assisted coiling technique for bifurcation aneurysms using double neuroform® stent: a large restrospective series. Clinical neuroradiology: official journal of the german, austrian, and swiss societies of neuroradiology, 34(4), 919¿928. Https://doi.org/10.1007/s00062-024-01437-9 medtronic review of the literature article found a retrospective review of 79 patients with cerebral aneurysms who were treated with y-configuration non-medtronic stents at a single healthcare center from july 2009 to july 2022. All procedures inthe study were completed using the non-medtronic stents. However, multiple manufacturer's catheters and other accessory devices were used in the treatment procedure. Medtronic devices mentioned in the article that were used in some procedures included the navien 6f catheter, phenom 17 microcatheter, and echelon 10 microcatheter. It was not specified which devices were used in each procedure so it cannot be known if the medtronic devices were used in procedures in which there were complications. No device malfunctions were reported and there were no patient mortalities related to the treatment. Two patients in the article had post-operative stroke and three patients experienced minor embolic complications >30 days after treatment as evidenced by transient ischemic attack (tia) or minor stroke. Due to the nature of the events time after the procedure, it is unlikely these events were associated with medtronic catheters that could have been used in the index procedures. Adverse events reported in the article which cannot be ruled out included: - 4 patients experienced minor embolic complications intra-operatively and within the periprocedural period (within 30 days of the index procedure). None of these events caused impairment or poor prognosis. - 1 patient experienced minor hemorrhagic complication associated with rupture of aneurysm during coiling, when coils were crossing through stent "straps". - 1 patient experienced internal carotid artery (ica) dissection intra-operatively. A flow diverter stent was implanted to address the dissection with good result.